Event description:
It was reported this was an arteriotomy closure of a femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the prostyle device got stuck in the femoral artery at the beginning of the procedure. The device was unable to be retrieved and had to convert to cut down. Additionally, a vascular surgeon was needed to perform a perfusion in order to surgically remove the device. This caused a case delay of approximately 3 hours, and patient had to be put under general anesthesia. The patient remained stable throughout the procedure. The tavi procedure was completed. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment is related to the circumstances of the procedure. In this case, it is not clear of the specific malfunction leading to the entrapment. It is possible there was a break of the guide, the foot captured tissue, or an entanglement with the suture; however, these cannot be confirmed as the account would not provide further information. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of a femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the prostyle device got stuck in the femoral artery at the beginning of the procedure. The device was unable to be retrieved and had to convert to cut down. Additionally, a vascular surgeon was needed to perform a perfusion in order to surgically remove the device. This caused a case delay of approximately 3 hours, and patient had to be put under general anesthesia. The patient remained stable throughout the procedure. The tavi procedure was completed. No additional information was provided.